Event description:
The stent did not open properly. The distal end of the enterprise stent did not open properly when retracting the microcatheter. There was no report of adverse effect to the patient.

Manufacturer narrative:
The product was discarded and will not be returned for evaluation and testing. Without the return of the actual device in question for evaluation, lake region medical was unable to determine the exact cause for this incident. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per ndc (nitinol devices & components) ndc complaint revealed the individual lot folders and raw materials were reviewed for any non-conformances related to the reported incident and no non-conformances related to the reported incident were found. The enterprise stents involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region manufacturing. Additional information will be submitted within 30 days upon receipt. This is one of two products were used on the same patient. MFR report #1058196-2008-00052 & MFR report # 1058196-2008-00053.